Event description:
The customer reported that while running an antibody screening assay, summit sample handler failed to deliver sample to wells e12, f12, g12 adn h12 and no error message was generated. The engineer inspected the plate and confirmed the problem. The plunger clamp and tip clamp in position 12 were replaced and diagnostic checks were performed. No death or serious injury was associated with this event.